Event description:
It was reported that during a lap. Hysterectomy procedure, the device was working intermittently with hand activation. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Evaluation summary: the ace36p device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument. The batch history records were reviewed with no anomalies noted during the manufacturing process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.